Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she started using the insulin pump the day prior and she woke up with high blood glucose the day of the call. The customer contacted the diabetes clinical manager and was advised to change the set and treat with a bolus. The customer stated she received a no delivery during prime. Blood glucose value was over 600 mg/dl. The customer also stated she removed the battery to clear the alarm. The battery indicator still had 2 bars so she reinserted it but the display was blank. Customer was advised to use a new battery and was assisted with clearing the alarm. Customer stated the alarm was resolved by a complete infusion set and reservoir change.